Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were low at 55 mg/dl. Low bgs were treated by consuming glucose tablets, and were rising quickly at the time of the call. Tandem technical support attempted to troubleshoot with the customer, however the customer declined, indicating that they did not believe that the low was related to the pump.